Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report in which a low readings issue was reported with the freestyle libre sensor. Details of the user report are as follows: "this patient had over a day noticed that the glucose values measured with the equipment were very fine, in fact very stable around 7-8 mmol / l with minimal fluctuations. Only then patient changing sensor, he discovers that the values are very high (18 mmol / l). Patient is hospitalized with vomiting and diabetic ketoacidosis is detected" and received unspecified treatment. Readings of 7 mmol/l and 18 mmol/l were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report in which a low readings issue was reported with the freestyle libre sensor. Details of the user report are as follows: "this patient had over a day noticed that the glucose values measured with the equipment were very fine, in fact very stable around 7-8 mmol / l with minimal fluctuations. Only then patient changing sensor, he discovers that the values are very high (18 mmol / l). Patient is hospitalized with vomiting and diabetic ketoacidosis is detected" and received unspecified treatment. Readings of 7 mmol/l and 18 mmol/l were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.